Manufacturer narrative:
The investigation is in progress. It is unknown if a sample is being returned. No sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A customer reported a broken handpiece. Patient impact is unknown. Additional information was requested. There are three manufacturer reports associated with these events. This report is for the second reported handpiece.

Manufacturer narrative:
No injector was returned for evaluation for the report of the injector being broken; therefore, the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The injector was manufactured in february 2007. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the injectors were not faulty, but instead they were just old and needed to be replaced.